Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient said their stimulator keeps cutting off. Patient said when they go to adjust the levels, the controller says stimulator off. If patient goes to turn stim on, everything is lit and then stim goes off again. The issue started probably the past 4 days. Patient charged on monday and went to look at it on wednesday and it said 80 90%. Patient said today it was 80 90 again. Patient went to charge and it was in the office position when he went to adjust. Patient has group a, b, and c. In group a the stim is on, but in group c the stim goes from on to off. During the call the patient reset the controller and plugged the controller into the wall without the battery pack. The controller started blinking green and showed controller 100%, implant 80%. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.